Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak installed. Multiple manual power ups of ten minutes duration were recorded between (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. During testing the on/off button was found to be flat instead of dome shaped. This may be due to shipping conditions, storage conditions, repeating switching on of the device via the on/off button or a manufacturing defect. The device was left with the returned membrane installed during testing, the metal dome was removed, the device continued to power on automatically. This would indicate the could be due to a breakdown of the membrane tracks. No fault with the on/off button was measured directly on the membrane and investigation did not find any evidence of a fault as a result of this breakdown. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.